Manufacturer narrative:
Additional information provided. The system was examined and the reported event was not replicated. However, the systems' energy was adjusted as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported a patient experienced descemet detachment during laser assisted cataract surgery. The physician noted an increase in descemet detachment since the laser was updated. Additional information has been requested.